Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the pump history and black box was unable to be downloaded due to internal moisture damage. The pump had no auditory or vibratory features and the display remained blank. The pump cover was cracked between the corner of the display lens and case seal. Visible moisture was found behind the display lens. A leak test was performed and failed due to damage to the pump case. The pump cover was removed to find internal moisture. Further investigation could not be performed because of the internal moisture damage.

Manufacturer narrative:
Follow-up #2, 5-april-2017- correction to serial#.